Event description:
The customer reported that the system froze and locked up during cine playback. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc cpu, image processor pcb and the cine drive were evaluated and reseated. The cine drive was also reformatted. The system was tested and found to be working as intended and returned to service.